Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/17/2021. H.6. Investigation: customer returned a single syringe from a polybag labeled for 0.3ml, 31 gauge, 8mm syringes from lot 0342398. The syringe notably has had its black rubber stopper disconnect from the white plastic plunger rod. The stopper is fixed in place while the rod moves freely, easily falling out of the syringe¿s barrel. As a result, the syringe is unable to draw insulin. A review of the device history record was completed for batch# 0342398. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. Based on the samples received, bd was able to replicate and confirm the customer¿s indicated failure of the plunger rod separating from the stopper and syringe unable to draw insulin. Root cause: inadequate silicone to facilitate movement of the plunger and stopper. H3 other text : see h.10.

Event description:
It was reported that relion® insulin syringe experienced a case of a plunger that was loose/fell out/separated, and a case of being unable or difficult to aspirate. The following information was provided by the initial reporter: consumer reported that the plunger rod separated from rubber stopper. Also reported that the needle will not draw. Lot #: 0342398. Catalog #: 328512. Date of event: unknown.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0342398. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. H3 other text : see h10.

Event description:
It was reported that relion® insulin syringe experienced a case of a plunger that was loose/fell out/separated, and a case of being unable or difficult to aspirate. The following information was provided by the initial reporter: consumer reported that the plunger rod separated from rubber stopper. Also reported that the needle will not draw. Lot #: 0342398. Catalog #: 328512. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that relion® insulin syringe experienced a case of a plunger that was loose/fell out/separated, and a case of being unable or difficult to aspirate. The following information was provided by the initial reporter: consumer reported that the plunger rod separated from rubber stopper. Also reported that the needle will not draw. Lot #: 0342398, catalog #: 328512, date of event: unknown.